Event description:
As reported, the procedure was performed routinely and the umbrella was placed, the stent was released, and then the umbrella was retrieved by capture sheath. When the capture sheath was placed along the umbrella guidewire to the proximal marker of the umbrella, the surgeon tried to retrieve the umbrella into the capture sheath and found that there was very high resistance to retrieve the umbrella into the capture sheath. The surgeon withdrew the capture sheath from the body and observed the section of the capture sheath that did not wrap around the umbrella at the most distal end. Finally, the mpa angiographic catheter was used instead to retrieve the umbrella. The patient was not injured and had not infectious disease. The patient had internal carotid artery stenosis and the surgeon performed carotid artery stenting. The operator has more than 200 cases of experience using the angioguard umbrella for this operation. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35265643 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the procedure was performed routinely and the umbrella was placed, the stent was released, and then the umbrella was retrieved by capture sheath. When the capture sheath was placed along the umbrella guidewire to the proximal marker of the umbrella, the surgeon tried to retrieve the umbrella into the capture sheath and found that there was very high resistance to retrieve the umbrella into the capture sheath. The surgeon withdrew the capture sheath from the body and observed the section of the capture sheath that did not wrap around the umbrella at the most distal end. Finally, the mpa angiographic catheter was used instead to retrieve the umbrella. The patient was not injured and had not infectious disease. The patient had internal carotid artery stenosis and the surgeon performed carotid artery stenting. The operator has more than 200 cases of experience using the angioguard umbrella for this operation. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The procedure was performed routinely, and the umbrella was placed, the stent was released, and then the umbrella was retrieved by capture sheath. When the capture sheath was placed along the umbrella guidewire to the proximal marker of the umbrella, the surgeon tried to retrieve the umbrella into the capture sheath and found that there was very high resistance to retrieve the umbrella into the capture sheath. The surgeon withdrew the capture sheath from the body and observed the section of the capture sheath that did not wrap around the umbrella at the most distal end. Finally, the mpa angiographic catheter was used instead to retrieve the umbrella. The patient was not injured and had not infectious disease. The patient had internal carotid artery stenosis and the surgeon performed carotid artery stenting. The operator has more than 200 cases of experience using the angioguard umbrella for this operation. The product was returned for analysis. A non-sterile capture sheath which is part of an angioguard rx/5mm basket diameter/180cm embolic protection device was received inside of a clear plastic. Only the capture sheath and the ecgw were returned for analysis, the rest of the components were not included in the shipment. Per visual analysis the capture sheath it was thoroughly observed that the distal tip is separated. The separated distal tip was not returned for analysis. No other outstanding details were observed on the returned part. Functional analysis could not be performed since the distal tip from the capture sheath is missing. Per microscopic analysis the edges on the separated area presented evidence of elongations. The elongations found on the plastic material and the plastic deformation are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that a tensile force was induced that exceeded the yield strength of the material prior to the separation. A product history record (phr) review of lot 35265643 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture system - capture difficulty¿ was not confirmed through analysis of the returned device as the functional test for the capture difficulty was not performed due to the missing distal tip. The exact cause of the event could not be determined during analysis. The reported ¿capture sheath- separated¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the edges on the separated area showing evidence of elongations noted during analysis. According to the instructions for use, which is not intended as a mitigation of risk ¿prior to the interventional procedure, all equipment and packaging, including the angioguard rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment.¿ the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, a corrective/preventive action will be taken at this time.

Event description:
As reported, the procedure was performed routinely and the umbrella was placed, the stent was released, and then the umbrella was retrieved by capture sheath. When the capture sheath was placed along the umbrella guidewire to the proximal marker of the umbrella, the surgeon tried to retrieve the umbrella into the capture sheath and found that there was very high resistance to retrieve the umbrella into the capture sheath. The surgeon withdrew the capture sheath from the body and observed the section of the capture sheath that did not wrap around the umbrella at the most distal end. Finally, the mpa angiographic catheter was used instead to retrieve the umbrella. The patient was not injured and had not infectious disease. The patient had internal carotid artery stenosis and the surgeon performed carotid artery stenting. The operator has more than 200 cases of experience using the angioguard umbrella for this operation. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, the procedure was performed routinely and the umbrella was placed, the stent was released, and then the umbrella was retrieved by capture sheath. When the capture sheath was placed along the umbrella guidewire to the proximal marker of the umbrella, the surgeon tried to retrieve the umbrella into the capture sheath and found that there was very high resistance to retrieve the umbrella into the capture sheath. The surgeon withdrew the capture sheath from the body and observed the section of the capture sheath that did not wrap around the umbrella at the most distal end. Finally, the mpa angiographic catheter was used instead to retrieve the umbrella. The patient was not injured and had not infectious disease. The patient had internal carotid artery stenosis and the surgeon performed carotid artery stenting. The operator has more than 200 cases of experience using the angioguard umbrella for this operation. The device will be returned for evaluation.

Manufacturer narrative:
The procedure was performed routinely, and the umbrella was placed, the stent was released, and then the umbrella was retrieved by capture sheath. When the capture sheath was placed along the umbrella guidewire to the proximal marker of the umbrella, the surgeon tried to retrieve the umbrella into the capture sheath and found that there was very high resistance to retrieve the umbrella into the capture sheath. The surgeon withdrew the capture sheath from the body and observed the section of the capture sheath that did not wrap around the umbrella at the most distal end. Finally, the mpa angiographic catheter was used instead to retrieve the umbrella. The patient was not injured and had not infectious disease. The patient had internal carotid artery stenosis and the surgeon performed carotid artery stenting. The operator has more than 200 cases of experience using the angioguard umbrella for this operation. The product was returned for analysis. A non-sterile capture sheath which is part of an angioguard rx/5mm basket diameter/180cm embolic protection device was received inside of a clear plastic. Only the capture sheath and the ecgw were returned for analysis, the rest of the components were not included in the shipment. Per visual analysis the capture sheath it was thoroughly observed that the distal tip is separated. The separated distal tip was not returned for analysis. No other outstanding details were observed on the returned part. Functional analysis could not be performed since the distal tip from the capture sheath is missing. Per microscopic analysis the edges on the separated area presented evidence of elongations. The elongations found on the plastic material and the plastic deformation are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that a tensile force was induced that exceeded the yield strength of the material prior to the separation. A product history record (phr) review of lot 35265643 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture system - capture difficulty¿ was not confirmed through analysis of the returned device as the functional test for the capture difficulty was not performed due to the missing distal tip. The exact cause of the event could not be determined during analysis. The reported ¿capture sheath- separated¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the edges on the separated area showing evidence of elongations noted during analysis. According to the instructions for use, which is not intended as a mitigation of risk ¿prior to the interventional procedure, all equipment and packaging, including the angioguard rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment.¿ the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, a corrective/preventive action will be taken at this time.

Event description:
As reported, the procedure was performed routinely and the umbrella was placed, the stent was released, and then the umbrella was retrieved by capture sheath. When the capture sheath was placed along the umbrella guidewire to the proximal marker of the umbrella, the surgeon tried to retrieve the umbrella into the capture sheath and found that there was very high resistance to retrieve the umbrella into the capture sheath. The surgeon withdrew the capture sheath from the body and observed the section of the capture sheath that did not wrap around the umbrella at the most distal end. Finally, the mpa angiographic catheter was used instead to retrieve the umbrella. The patient was not injured and had not infectious disease. The patient had internal carotid artery stenosis and the surgeon performed carotid artery stenting. The operator has more than 200 cases of experience using the angioguard umbrella for this operation. The device will be returned for evaluation.